Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was investigated at eit emerging implant technologies gmbh. It was noted that the tlif implant inserter inner pin broke at the pre-defined breaking point due to application of a too high tightening torque. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the inner pin breaking could not be positively determined. However, the results of the investigation provided by eit suggests that the tlif implant inserter inner pin broke at the pre-defined breaking point due to application of a too high tightening torque. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter: eit emerging implant technologies (B)(4). (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner pin is broken. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4).